Manufacturer narrative:
Quality-safety evaluation of ptc received on 15-nov-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping. She underwent a total hysterectomy. Abdominal pain is anticipated in the reference safety information for essure. Abdominal pain may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. Within one to 3 months after procedure, consumer started experiencing rash, hair loss, metal taste in mouth, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation; pain during intercourse, severe abdominal pain, severe back pain; cramping; bloating; headaches and/or migraines, hormonal changes and weight fluctuation. However, at the time, neither she nor her healthcare providers attributed her symptoms to the device. On (B)(6) 2013, total hysterectomy was performed. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping. She underwent a total hysterectomy. Abdominal pain is anticipated in the reference safety information for essure. Abdominal pain may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/migration of essure device location of device: unknown"), pelvic inflammatory disease ("chronic pid") and abdominal pain ("severe abdominal pain / cramping") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, multigravida and parity 3. Previously administered products included for an unreported indication: jolivette from november 2010 to december 2010 and birth control pill from 2008 to 2009. Concurrent conditions included female sterilization, thyroid disorder nos, esophageal reflux, multiple allergies, pharyngitis and dysuria. Concomitant products included cilest (mononessa-28) from december 2010 to april 2011 for contraception nos, vicodin for discomfort as well as adapalene, alphaderm (sential), amoxi-clavulanico (amoxicillin w/clavulanic acid), amoxicillin, azithromycin, benzaclin topical (duac), benzonatate, bromphen dc, cefuroxime, citalopram, clindamycin, clobetasol propionate, cyclobenzaprine, diclofenac, docusate sodium (colace), doxycycline, fexofenadine (allegra), guaifenesin (mucinex), hydrocortisone, hydroxyzine, ibuprofen, influenza vaccine (fluzone), ketoprofen, levothyroxine, loratadine, methocarbamol, minocycline, mometasone furoate (nasonex), norethisterone (jolivette-28), oxycocet (percocet), paracetamol (acetaminophen), prednisone, pseudoephedrine, salbutamol (ventolin), tretinoin, tretinoin (retin a), banophen, virtussin and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced night sweats ("night sweating"). On 4-mar-2011, 1 month 1 day after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic") and proctalgia ("pain: rectal"). In march 2011, the patient experienced alopecia ("hair loss"), menorrhagia ("prolonged menstruation / heavy/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea (alongwith cramping)") and weight increased ("weight gain"). In april 2011, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cyst"). In october 2013, the patient experienced procedural pain ("long and painful post-operative"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation / abnormal menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and weight fluctuation ("weight fluctuation."). The patient was treated with surgery (hysteroscopy and laparoscopy (09-jul-2012), hysterectomy with bilateral salpingectomy (21-oct-2013)). Essure was removed on 21-oct-2013. At the time of the report, the fallopian tube perforation, rash, alopecia, dysgeusia, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, hormone level abnormal, weight fluctuation, migraine, procedural pain, night sweats, vaginal haemorrhage, cyst and weight increased outcome was unknown and the abdominal pain, headache, nausea, pelvic pain and proctalgia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, cyst, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, night sweats, pelvic pain, procedural pain, proctalgia, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr: the right ostium was identified and the essure coil placed without problem with 5 coils visible. The left ostium was done in a similar manner with 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on 20-may-2011: total bilateral occlusion on 20-jun-2011, transabdominal and endovaginal pelvic ultrasound revealed normal uterus. Echogenic foci consistent with essure wires are seen about the periphery of the uterus. On 09-sep-2011, there was confirmation of tubal blockage by hysterosalpingogram after the essure. Current weight 208 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: chronic pid (pelvic inflammatory disease ), pelvic pain, headache and nausea, quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case is medically confirmed. Reporter information, patient demographics were updated. Her historical, medication, concurrent and concomitant conditions were added. Lab data was added. Essure indication was amended. Events: perforation: fallopian tube/migration of essure device location of device: unknown; chronic pid (pelvic inflammatory disease), night sweating, abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: cyst, nausea (alongwith cramping), weight gain, pain: pelvic and pain: rectal. Post essure removal the following events: cramping, nausea, sharp pains (pelvic/rectal) and headache had resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.